Event description:
It was reported the pt's stimulation has never been in the established pain pattern location. X-rays revealed the lead is in the original location and there are no anomalies. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.